Event description:
Patient was revised because the wires broke at the connection point of the tibia and olive. Pin broke on all 4 at the same spot.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the lot number required to review the device history records was not provided. A two-year search of the complaint database found no prior reports for wires breaking for this product's number. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.